Manufacturer narrative:
This supplemental is being submitted to provide the device manufacturing date. Updated fields: h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign material on air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the presence of this material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.